Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, during implantation of the opt ease vena cava filter, there was no total filter expansion; and as a result, it migrated to the patient's right atrium. The procedure was performed according to the instructions for use (IFU). The filter was indicated for deep vein thrombosis (dvt) after the patient suffered a car accident. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no unusual force used at any time during the procedure. Once all the preparation was carried out as recommended by the manufacturer, the filter sheath was passed, positioning the end at the desired point of the infrarenal inferior vena cava, positioning the filter for implantation according to the position of the arrow indicated on the filter. After release, it was observed that there was no complete expansion. When performing radioscopy to perform control cavography, it was observed that the filter was no longer in the inferior vena cava, when scanning with radioscopy. The filter had migrated to the right atrium, where it remained without full expansion. After several unsuccessful attempts to rescue the filter via the jugular and femoral route, as the loop was unable to secure the end of the filter with the hook, we managed to guide the filter to the common iliac vein on the right, where the lower half of the filter expanded and failed. They were able to mobilize more neither to the cranial position nor to the more caudal position; given the severity of the case and the fact that we were able to remove the filter from the heart and leave it fixed in the common iliac vein without being able to mobilize it, thus making it impossible to completely remove it to the external environment and while the patient is still unable to accept blood transfusion (due to religious reasons ) even with a hemoglobin of 5.8. To proceed with the removal of the filter through open surgery, it was chosen to keep the filter in position in the right common iliac vein. Without the return of the device or images for analysis, the reported customer events filter-migration-embolization cranial, filter-incomplete expansion and filter-retrieval difficulty-unable to engage hook could not be confirmed. Procedural or handling factors may have contributed to the incomplete expansion and subsequent migration and retrieval difficulties. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the obturator serves to advance the filter from the storage tube into the sheath introducer and to advance the filter through the sheath introducer to the implantation site. During deployment, slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during implantation of the opt ease vena cava filter, there was no total filter expansion; and as a result, it migrated to the patient's right atrium. The procedure was performed according to the instructions for use (IFU). The filter was indicated for deep vein thrombosis (dvt) after the patient suffered a car accident. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no unusual force used at any time during the procedure. Once all the preparation was carried out as recommended by the manufacturer, the filter sheath was passed, positioning the end at the desired point of the infrarenal inferior vena cava, positioning the filter for implantation according to the position of the arrow indicated on the filter. After release, it was observed that there was no complete expansion. When performing radioscopy to perform control cavography, it was observed that the filter was no longer in the inferior vena cava, when scanning with radioscopy. The filter had migrated to the right atrium, where it remained without full expansion. After several unsuccessful attempts to rescue the filter via the jugular and femoral route, as the loop was unable to secure the end of the filter with the hook, we managed to guide the filter to the common iliac vein on the right, where the lower half of the filter expanded and failed. They were able to mobilize more neither to the cranial position nor to the more caudal position; given the severity of the case and the fact that we were able to remove the filter from the heart and leave it fixed in the common iliac vein without being able to mobilize it, thus making it impossible to completely remove it to the external environment and while the patient is still unable to accept blood transfusion (due to religious reasons ) even with a hemoglobin of 5.8. In order to proceed with the removal of the filter through open surgery, it was chosen to keep the filter in position in the right common iliac vein. A procedural cd is currently not available.